Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was in use from (B)(6) 2016. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer, and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial analysis, an air cushion between two layers of the triple layers was observed. The pump was disassembled for evaluation and a leak was located in the air-side layer of the triple layer membrane. Furthermore, abrasion (graphite agglomerates) was detected between the membrane interstices. The middle layer and blood-side layer of the triple layer membrane displayed no defects. The cause of the failure was most likely the diminished graphite coating. The graphite particles that formed due to the abrasion between the membrane layers most likely caused increased friction at certain points which finally led to the defect in the air-side layer of the membrane. When this defect occurs, air can get between the membrane layers and form an air cushion, which reduced the pump performance.

Event description:
The manufacturer, berlin heart (B)(4), was informed by our (B)(4) distributor of reduced performance in the left excor blood pump of a patient supported in the bivad configuration. Adjusting the pump parameters and exchanging the stationary driving unit could not achieve a stable pump performance. Berlin heart then recommended a prompt exchange of the affected left excor blood pump. Trained personnel at the clinic replaced the affected blood pump. There was no harm to the patient and the patient tolerated the exchange well with no untoward effect. The patient is currently doing well.